Manufacturer narrative:
(B)(6). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix load cell module had a faulty cable connection. This issue was discovered during powering on and before use by a patient or operator. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that one pin of the load scale cable connector was bent. Functional testing and system testing were performed with no issues noted. The reported condition was verified. The cause of the bent pin was not determined. Should additional relevant information become available, a supplemental report will be submitted.